Manufacturer narrative:
(B)(4).the device has been recieved by baxter and is currently in the process of being evaluated. The initial evaluation of the device was not able to confirm the reported condition. Upon completion of the device evaluation, or if an additional relevant information is recieved, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection and functional tests were performed and there were no issues found. A simulated therapy was performed on the device without issues. The reported issue could not be confirmed or duplicated during evaluation or in the device log. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had received a fill volume larger than their prescribed volume. This occurred during the last fill, while the patient was performing therapy on a homechoice (hc) device. The administered volume equaled 201ml and their prescribed volume was 200 ml. There was patient involvement, however no adverse event indicated at the time of the initial report.